Event description:
It was reported that during an internal iliac coil procedure, the hydrophilic coating came off of the distal end of the zipwire. The procedure was successfully completed with another zipwire. No pt injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.